Event description:
During a follow-up high capture threshold was observed. X-ray image did not revealed any lead damage. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.